Event description:
Related manufacturer reference number: 2017865-2022-38576. Related manufacturer reference number: 2017865-2022-38577. It was reported a patient presented with an infection. Their system was explanted in a procedure on (B)(6) 2022. During procedure, it was noted the right ventricular (rv) lead helix was resistant and not able to be fully removed. The rv lead was explanted in a separate procedure on (B)(6) 2022. There were no patient consequences.